Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pump was not working for them. It was noted if they removed the pump the patient would have zero quality of like and the doctor would not prescribe opioids again.